Manufacturer narrative:
Evaluation of the returned penumbra system red 68 reperfusion catheter (red68) confirmed that the catheter was fractured. No signs of torquing or stretching at the fractured location indicate that the fracture was likely due to a kink. If the red68 is advanced against resistance during use, damage such as a kink may occur. Subsequent retraction of the kinked red68 against resistance likely contributed to the subsequent fracture. The reported tortuous anatomy may have contributed to resistance during the procedure. Further evaluation of the red68 revealed kinks along the distal length. This damage may have occurred during advancement against resistance or handling of device post-procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red 68 reperfusion catheter (red68), a penumbra system red 43 reperfusion catheter (red43), and a neuron max 6f 088 long sheath (neuron max). It was reported that the patient's anatomy was tortuous. The physician experienced resistance while advancing the red68 and the red43 to the target location, so the red68 and red43 were removed together. After removal, the red68 was noticed to be fractured at the distal end. While removing the red43 from the red68 on the back table, the red68 unraveled at the fractured location. The procedure was completed with a penumbra system red 62 reperfusion catheter (red62) and the same red43. There was no report of an adverse effect to the patient.